Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 99% stenosed de novo lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with a unspecified 2.0x12 mm and 3.0x20 mm balloon dilatation catheter (bdc). A 3.5x33 mm xience prime stent was implanted to treat the target lesion; however, an edge dissection was noted. A new xience prime stent was deployed to treat the dissection successfully. There was no reported adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.